Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. Stretched out helix was noted. The helix was extended and dried body fluid was noted in the helix housing. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of damaged/defective was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This report contains correction in section h6 device codes.

Event description:
It was reported that the right ventricular (rv) lead was an attempted implant due to helix issues. When the physician was trying to place the lead in the left bundle branch (lbb) pacing, the helix broke off. The physician performed around 10 turns using the rotation tool. All the lead was removed, and no part of the helix was left inside. Subsequently, a new lead was successfully implanted and this lead was disposed. No additional patient adverse effects were reported. The lead was returned and is currently undergoing detailed analysis. A supplemental report will be provided upon completion of analysis. The lead was returned, and analysis was completed, and the report is updated with the product investigation results.

Event description:
It was reported that the right ventricular (rv) lead was an attempted implant due to helix issues. When the physician was trying to place the lead in the left bundle branch (lbb) pacing, the helix broke off. The physician performed around 10 turns using the rotation tool. All the lead was removed, and no part of the helix was left inside. Subsequently, a new lead was successfully implanted and this lead was disposed. No additional patient adverse effects were reported.

Event description:
It was reported that the right ventricular (rv) lead was an attempted implant due to helix issues. When the physician was trying to place the lead in the left bundle branch (lbb) pacing, the helix broke off. The physician performed around 10 turns using the rotation tool. All the lead was removed, and no part of the helix was left inside. Subsequently, a new lead was successfully implanted and this lead was disposed. No additional patient adverse effects were reported. The lead was returned and is currently undergoing detailed analysis. A supplemental report will be provided upon completion of analysis.

Manufacturer narrative:
This report contains correction in section h6 device codes.